Event description:
It was reported that the patient was experiencing pain and inadequate stimulation. The patient underwent a lead pull procedure and had leg weakness since. It was noted that the patient went in for a nerve ablation. The explanted device was discarded by the medical facility.